Event description:
Caller states the lancet protrudes from the softclix lancet device cap. No adverse event reported. Requested return of suspect device and replacement was sent. No information provided to indicate where issue was discovered.